Event description:
It has been reported to philips that the w-lan function of the foot pedal failed . No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the wireless footswitch was not connecting to the base station and the wi-fi indicator led was red. The problem was discovered during applications training and no patient was affected. Training continued with the wired footswitch. A philips service engineer inspected the system onsite and replaced the wireless footswitch and wireless base station. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction(2021-igt-bst-020). Updated codes based on investigation.